Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he received questionable results on capillary blood samples with a coaguchek xs meter, serial number (B)(4). On (B)(6) 2017 at 12:19 pm, the customer received an error message from the meter that the strip fill was not recognized. At 12:23 pm, the customer stated the initial result was >8.0 inr. According to the meter memory, the initial result was 8.0 inr. This result was higher than the customer¿s normal range, so he called his medical supply company to troubleshoot and he tested again. At 12:48 pm, the result was 6.0 inr with a new finger stick. There was no action taken based upon the results. The customer was advised to contact a physician to have alternate testing performed. There have been no changes to the customer¿s medications. He stated that he has been exercising and trying to eat healthy, and has recently lost some weight. The customer currently feels fine. He stated that his normal range is "about 3.5 inr." The customer did not report any hematocrit issues. The customer has no antiphospholipid antibodies and is not taking heparin or direct thrombin inhibitors. The customer returned the meter and strips. They were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr, hct: 2.3 inr, 47% donor #1 results: retention meter and master lot strips: 2.2 inr. Customer meter and strips: 2.2 inr. Donor #2 inr, hct: 2.5 inr, 42%. Donor #2 results: retention meter and master lot strips: 2.5 inr. Customer meter and strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and retention material met specification. Relevant retention test strips (lot 176191-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification.